Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and a motor error. The customer reported the blood glucose had been fluctuating due to having to treat with manual injections. The most recent blood glucose reading was 230 mg/dl. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The buttons were not responsive when the customer attempted to look into the alarm history. The insulin pump had not been dropped or exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
All of the buttons responded properly and no moisture damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm or motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.